Event description:
It was reported that the customer experienced a blood glucose (bg)level of 10 mg/dl. Cause of low bg level was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding treatment received for bg, however customer was given antibiotics for an unrelated issue. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.